Event description:
It was reported that the patient experienced "no stimulation sensation." The patient reported she "turned it (the stimulation) as high as it goes" and that she was "unable to feel the stimulation." It was further reported that this condition had occurred for two weeks prior to report. The patient additionally reported that "there was no fall of trauma associated with the loss of stimulatory feeling." It was also stated that the patient's "implant was no longer working with her remote." It was reported that the patient's "leads were damaged and battery was drained." It was noted that the patient was scheduled for a pre-op appointment "for device replacement" and that she planned to schedule "surgery for complete replacement" for the month after report. The patient was redirected to her health care provider. Additional information has been requested. A supplemental report will be filed if additional information becomes available.

Event description:
Additional information stated the cause of the event was a dead battery and the lead was misplaced. It was stated the battery was dead because it was on a high level to get stimulation. It was also stated the lead was 'dislodged/migrated'. The implantable neurostimulator was replaced and no hospitalization was required. It was later stated the patient received assistance from his doctor or manufacturer representative and his concerns were resolved.

Manufacturer narrative:
Product ID, 3093-28 lot# v386943, implanted: 2010 (B)(4), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).